Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported condition.

Event description:
Leaking. Order: (B)(4). Confirmed complaint: n2o nipple loose and threads damaged. Pulse assembly. Contaminated with cold soak solutions. Hpvtip plating gone. Ll100 cryosurgical 900001. E-complaint- (B)(4).